Manufacturer narrative:
Date of event is estimated. The event of no ipg communication was reported to abbott. An error message displaying ¿cannot connect to generator¿ ¿the generator is not responding¿ displayed on the pc. The representative met with the patient for a reprogramming but despite multiple attempts, the cp was unable to connect to the ipg. Patient is interested in moving forward with ipg replacement but no surgery scheduled yet. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's ipg failed to establish communication with external devices. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. In turn, surgical intervention may be pending to address the issue.